Event description:
It was reported that the hospital's clinical engineering team had issues with the fuse holder for f1 on the motor control pcb. It was noted that after removing the blown fuse, the receptacle for the fuse will no longer hold the new fuse tight, causing the clinical engineer to replace the entire motor control pcb. It was further noted that at this time, there is no device to return for investigation. This was reported to bd representative during their site visit. There was no reported patient involvement as the issues were observed during device maintenance.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.